Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device was identified; the weight of the device was within specification, red particles in the shell, deformation and creases flat were observed. Additional analysis found no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker's grade IV. Device remains implanted.